Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device control panel was booting to a message insert proper boot device, would need a new control panel. As per sample evaluation results on 13feb2024, it was reported that the mixing pump installed in decontamination for unit to cool. The level sensor plastic housing cracked. There were dents in the control panel. Performed 2k pm service on the unit.

Event description:
It was reported that the arctic sun device control panel was booting to a message insert proper boot device, would need a new control panel. Per sample evaluation results on 13feb2024, it was reported that the mixing pump installed in decontamination for unit to cool. The level sensor plastic housing cracked. There were dents in the control panel. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated upon receipt. Mixing pump installed in decon for unit to cool. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.